Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no room alarm. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported a patient had a desaturation, but there was no bedside overview alarm on the other monitors for this yellow alarm. They were in an other room and they didn't have any alarms on the other monitors. This was just a yellow alarm but the bedside overview alarm is configured only for the red alarm. The biomedical team know that. There was no patient incident, the caregivers took care of the patient when they heard the alarm. But they wanted to have this alarm on the others monitors also.

Manufacturer narrative:
There is a delay configured on the monitors for the desaturation alarm. When the spo2 value decrease, first there is a yellow alarm. Spo2 low alarm. And if the value is below the desaturation limit configured, this condition must be valid for the period of the delay. Otherwise, if the condition is not valid during this period (for example if delay = 20 second and the spo2 value is below the desaturation limit alarm for just 10 seconds), then the red alarm won't activate. The philips equipment is working as expected. There was a spo2 yellow alarm. This alarm has been activated on the monitor and on the pic ix central station. But there was no alarm on the other bedside monitors of the unit and this was because this is just configured for the red alarms. The function/properties of the bedside overview alarm and desaturation alarm must be understood by the caregivers (and the biomedical team). This is a user misunderstanding. The function/properties of the bedside overview alarm and desaturation alarm must be understood by the caregivers (and the biomedical team). A solution has been proposed to the biomedical staff to change their configuration of the bedside overview alarm and add the spo2 yellow alarm if this is what they want. But this must be explained and discussed with the unit caregivers. This will add a lot of alarms on the other monitors. An email was sent with an explanation and procedure for the configuration of the bedside and that philips can come train the staff on the operation of these alarms.